Event description:
It was reported that, following a revision, due to instability (previously reported), the pt was still unstable and in 2008, the surgeon revised the hip a second time due to instability. The head and insert were explanted.

Manufacturer narrative:
At this time, there is no info to indicate that a device manufactured by stryker has malfunctioned. Other component revised believed to be secondary to this reported device: alumina head lot 19273801.